Event description:
The user facility reported that on november 9, during a drainage for a post-pancreatitis walled-off necrosis case, g-260-2545a was twisted off at approximately 10cm from the distal end. As the guidewire did not advance, the doctor from gastroenterology manipulated it by applying torque, which resulted in the fracture. The distal piece of 10cm in length remained in the patient, they attempted to retrieve it with devices however failed. Afterward, on an unknown date, the patient was transferred to yokohama city university hospital and retrieval of the fragment was attempted there, however, it was impossible to retrieve. The patient transferred to a third hospital and the current condition is unknown.

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. Inspection of the actual sample: since the actual sample was not returned, investigation of it could not be performed. History investigation of the involved product code/lot number: - since the involved lot was unknown, the manufacturing records and shipping inspection records could not be investigated. - regarding the involved product code, no similar complaint attributable to the manufacturing process was reported in the past three years. Simulation test: based on our past knowledge, following simulation tests were performed regarding the fracture on the guidewire. We have been aware that there was regularity in the condition of fractured core wires depending on the mechanism leading to the fracture. - while a guidewire was held straight with its distal end being trapped, torque load was applied clockwise and counterclockwise alternately and repeatedly. As a result, a spiral pattern with the center as the starting point was caused on the fracture surface of core wire. - while a guidewire was held curved, continuous one-way torque force was applied. As a result, a radial pattern was caused on the fracture surface. Cause of occurrence/conclusion: since the involved lot was unknown, it was not possible to investigate the manufacturing records and shipping inspection records. In addition, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seemsimproper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).